Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son-in-law reported via e-mail that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. Son-in-law stated he stopped by the customer's house to change out the infusion set and reservoir he believed that everything was working fine however, stated he is not sure the customer understands how to use the pump. The son-in-law requested additional training. The reservoir will not be returned for analysis.